Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance to the caller, guiding them through resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. It was advised to call back if the malfunction occurs again, and the caller understood the instructions.